Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event, which does not require additional investigation. User reported an infection on the insertion site, with symptoms of pus. According to the user, the symptoms first appeared on (B)(6) 2025, eight days after sensor insertion. The user initially mentioned that site healed and the symptoms have subsided, but on (B)(6) 2025, the pus came out of the insertion site. The user expressed willingness to have the sensor removed. The user's hcp isn't aware of the event; the user was advised to follow up with the hcp for further medical guidance.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of pus. According to the user, the symptoms first appeared on (B)(6) 2025. No other infections were reported. According to the user, the site has fully healed and the symptoms have already disappeared. The user expressed willingness to have the sensor removed. The user's hcp isn't aware of the event; the user was advised to follow up with the hcp for further medical guidance.